Manufacturer narrative:
The initial medical device report was submitted (2938836-2014-17435). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that multiple attempts to interrogate the device were unsuccessful. The patient received a vibratory alert one month previous but did not contact the clinic. The device was explanted and replaced. Patient condition was good after the event.